Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed and reproduced the reported symptom 'display is intermittently shutting off'. The unit did not lose power, however the display would intermittently become distorted. The cause was determined to be a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump "error display is intermittently shutting off" without user input during preventive maintenance testing, but is reported to have occurred on the patient floor. It was also reported there was no patient involvement.